Manufacturer narrative:
(B)(4). D10. Item#: 42-5114-005-11; lot#: 65066849; item name: psn asf ps 11mm ply l 6-9 cd. Item#:42-5400-000-32; lot#: 65270950; item name: psn all poly pat ply 32mm. Item#: 42-5000-064-01; lot#: 65130927;item name: psn fem ps cmt ccr nrw sz 8 l. Item#: 42-5320-064-01; lot#: 65294240; item name: psn tib stm 5 deg sz c l. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to loosening of the tibial component. Both tibial component and insert were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. No contributing factor to the event has been noticed. The tibia was found grossly loose and subsided into the bone medially. It was removed easily. Radiographs were provided and reviewed by a radiologist. It was noticed a left total knee arthroplasty with suggestion of diffuse loosening of the tibial component. An associated medial subsidence was noticed. With the available information, a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.